Event description:
It was reported that a patient present to clinic for follow up. Device interrogation revealed reproducible noise on the atrial lead. It was also noted that there was an insulation breach on the atrial lead. The physician elected to cap and replace the atrial lead on (B)(6) 2022. There were no patient consequences.